Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. This MDR will be reopened and updated in the event the device involved or additional information becomes available.

Event description:
On 01/15/2024, infutronix received a report that a pump stopped infusing due to a system error alert. The infusion cannot resume without causing delay in treatment. Requested device to be returned.

Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. Pump was tested on (B)(6) 2024. The results are below; the event log was reviewed, and it was confirmed that a system error took place during an infusion. This is seen by the event line "alarm code: 02 sub code: 44." The sub code for the system error indicates motor open, motor delay issue. Refer to the attached file for the complete event log. The reported issue is confirmed. The pump does not meet passing criteria.